Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had hemolysis concerns, and arrythmia. The pump had continuous suction with flows of zero the patient was anticoagulated and there was no evidence of clot. The pump was exchanged for a 5.5. The 5.5 was successfully placed and the patient survived.